Event description:
The distributor reported on behalf of the user facility the following incident: during the surgery, the head of the spin screw broke while being inserted. The screw was removed and is available for eval. No pt injury had occurred. Additional info has been requested from the user facility.

Manufacturer narrative:
The device has been received for eval. An investigation has been initiated based upon the reported info.